Manufacturer narrative:
Device evaluated by MFR.: a synergy ii us mr 4.00 x 8mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Central stent struts rows (rows 4 and 5 counting from the proximal end of stent) were damaged, and lifted from the stent profile. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidewire crossed the lesion, a rotablator burr was advanced to ablate the lesion but failed to cross the thrombus. Pre-dilatation was then performed with a balloon catheter and a 4.00 x 8 synergy ii stent was advanced to treat the lesion. However, the device failed to cross lesion and it was noted that a strut in the middle part of the stent was lifted up. No further action was taken. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidewire crossed the lesion, a rotablator burr was advanced to ablate the lesion but failed to cross the thrombus. Pre-dilatation was then performed with a balloon catheter and a 4.00 x 8 synergy ii stent was advanced to treat the lesion. However, the device failed to cross lesion and it was noted that a strut in the middle part of the stent was lifted up. No further action was taken. No patient complications were reported.